Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had a spi to motor pic communication error alarm on the insulin pump go off all night. Customer has rewound the pump several times and was still receiving the alarm. Customer noticed possible fluid inside where the reservoir was and the reservoir was wet when he took it out. Customer woke up when the pump started vibrating and beeping with the alarm. Customer stated that the alarm occurred during the rewind/prime sequence. Customer stated that the pump was exposed to insulin and the reservoir may have leaked. Customer cannot rewind to check the alarm history. Troubleshooting cannot be completed due to the multiple alarms. The insulin pump will be replaced.